Manufacturer narrative:
D5; h2,3,4,6; g4: added addition info. H6; damaged firing mechanism. The product complaint analysis team has completed its investigation of the device. The results of the investigation conducted by the appropriate engineers and technicians are listed below: visual inspections & results: batch number, k00y5y; cartridge pan in place/condition, yes/good; condition of drivers, good; lockout tabs on pan condition, fired; position/condition of wedge sleds, partially fired. Functional tests & results: condition of clamp first lockout, good; condition of clamping mechanism, good; condition of firing mechanism, broken; condition of knife, good; condition of wedge bands, good; and is hyper lockout condition present, no. Analysis conclusion: based upon the info received and the visual examination, it was concluded that the instrument was returned non-functional. The instrument was disassembled and found to have a damaged firing mechanism. No conclusion could be reached as to how this damage occurred. Some conditions which might result in damage to the firng mechanism are: interrupted firing cycle, tissue thicker than indicated, attempting to fire through a spent cartridge, firing prior to complete clamping of the jaws and failure to properly follow reloading instructions.

Event description:
It was reported the device was used during a laparoscopic assisted vaginal hysterectomy procedure. It was reported on the first firing of the tsw35 the device did not fire completely. There were staples, but not a complete cut line. This same device was reloaded and fired again with the same results. A second tsw35 was opened and was fired successfully. This device was reloaded, but would not fire. The device was reloaded again and fired fine. The sales rep is returning the first tsw35 only and is send back reloads from both devices. There was no consequence to the pt.